Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported tip peeling was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported guide wire tip peeling. Based on the returned analysis of the guide wire, it is possible that the technique used during tip shape likely stretched the polymer coating and coils causing the appearance of peeling; however, this could not be confirmed due to the limited information provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, the tip of a whisper guide wire was noted to be peeling. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.